Manufacturer narrative:
Investigation summary: investigation into this event found that the operators were not following consistent protocol for preparation of control fluids. It was also revealed that the customer had reduced the upper reportable range of the assay. Precision tests show acceptable results, and calibration parameters are typical. The field engineer verified that the analyzer is operating as intended. Though the event is most likely customer protocol related, the root cause of the event has not been determined.

Event description:
A customer observed imprecise qc results for valp on the vitros 5.1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.